Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm vessel sealer instrument suddenly stopped working for no apparent reason. The clamp was closed on an organ.

Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received. Although the complaint was not confirmed by failure analysis since the instrument was not returned, the information gathered indicates that the device may have contributed to the customer reported issue.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm vessel sealer extend instrument for failure analysis investigation. The instrument was analyzed and found to have a loose grip cable at the proximal end. Additionally, a loose grip cable can prevent the grips from fully closing, leading to the instrument failing the self-test/homing (initialization) and an exposed blade in most cases. Additionally, the instrument was found to have three errors (grip torque is outside the expected range, low torque failure(s), and strong grip low torque failure with error 22024). Error 22024 indicated that the instrument exhibited low torque during use, which typically results in a sealing malfunction.